Manufacturer narrative:
(B)(4). Batch # n91c0x. The analysis results found that the el5ml device was returned in good visual condition. In addition, one clip partially formed was returned. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis the device was cycled and the clips were properly fed into the jaws; however, it was confirmed that the jaws would not close even though the trigger was fully squeezed against the handle, this condition led to clip malformation. The device was disassembled in order to evaluate the condition of the internal components and it was found that the connector clip was missing; this condition contributed to the jaws not closing properly. It is likely that the condition of the missing connector clip is related to our manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device had incorrect clipping. It is unknown when the even occurred. There were no adverse consequences for the patient reported.